Event description:
It was reported that the lower liquid crystal display (lcd) of the external pulse generator (epg) had damage. It was also reported the secondary lcd screen malfunctioned. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the keyboard was scratched and the select key was intermittent. It was also noted that the upper and lower cases were broken, the display lens was broken, the ring cover and side bail covers, ring and side bails were missing, one case screw was missing, the battery release and battery drawer were contaminated, the lead flex cover was corroded and the battery contacts were compressed.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.